Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this defibrillation lead exhibited intermittant loss of capture.